Event description:
It is reported that the pt was revised due to a broken liner and cup.

Manufacturer narrative:
Neither the devices nor photos of the devices have been returned for review, therefore their actual conditions are unk. Product compatibility cannot be confirmed. Neither operative notes nor x-rays have been returned for review. It is unk if the devices were implanted with the correct fit and orientation per the surgical technique. In general, pt factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history. Cause cannot be definitively determined. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.